Event description:
The customer alleged a questionable result for one patient sample with the hcg stat, human chorionic gonadotropin, stat (short turn around time) reagent. The customer obtained an initial hcg of 0.7 miu/ml, which was reported outside the laboratory. The physician asked the laboratory to repeat the test due to an unexpected low result. The customer repeated the test and obtained a result of 724.6 miu/ml. The repeat result was reported outside the laboratory. The customer stated there was no death, injury, illness, or serious deterioration in health due to the erroneous result. There were no problems with other measurement results, controls, or other patient samples. The customer did not provide the lot number or expiration date of the hcg reagent. The field service engineer checked the instrument. He cleaned the sample/reagent probe, and checked the liquid level detection and pressure sensor.

Manufacturer narrative:
A reagent or calibrator issue can be excluded because the correct result was generated by rerunning the sample. A clear root cause could not be identified. No further issues have been reported.

Manufacturer narrative:
The event occurred in (B)(6).